Event description:
Physician assistant reported that the patient has not done well with pump therapy historically (with previous brand and after replacement with mdt). Patient reports lack of pain relief, not feeling well. The medication had been changed in the past, but he is planning to change the medication again on (B)(6) 2026. Physician assistant also sent patient for a dye study yesterday. At this sideport study, the physician accessed the sideport and easily aspirated over 2 mls of csf. He then injected some contrast. Flouro was used to visualize the pump site, then moved to follow the path of the catheter. At an unknown level of the spine, a pool of contrast was seen. The physician remarked that it was the tip of the catheter. However, I could see a line that appeared like a catheter above this area. Flouro was used to follow this line up to level t8 where the catheter actually terminated at its tip. Contrast was visualized around the tip. We came back down to the lower level and it was undetermined if the area of contrast grew when more volume of contrast was administered. The physician removed needle and programmed a priming bolus to fill the cap and catheter. Patient was monitored in pacu and sent home. Physician and pa discussed the dye study results and plan to proceed with a medication change. They are also considering a catheter replacement to rule out that as a potential issue as the dye study was inconclusive. The physician remarked that he wasn¿t sure if the dye was leaking out of a break or just cascading down from the tip. He stated the csf flow was unusual. Implanted catheter is flowonix with unknown implant date. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).